Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead developed infection which was due to cerebrovascular procedure. As of this time, the rv lead remains in service. No additional adverse patient effects were reported. Additional information indicates that the rv lead was successfully explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead developed infection which was due to cerebrovascular procedure. As of this time, the rv lead remains in service. No additional adverse patient effects were reported.